Event description:
It was reported that during a drug eluting stenting treatment procedure, shaft damage occurred. The 99% stenotic lesion was located in the mildly calcified and severely tortuous left circumflex artery. The physician predilated the lesion with a 2.5x15mm non-bsc balloon catheter. Then the physician advanced the 2.50x16mm taxus express2 drug eluting stent delivery system to the lesion, but experienced difficulty during the advancement and was unable to cross the lesion. During the procedure, the physician noticed that the hypotube had kinked. "Eventually, the hypotube was broken (separated in two pieces)." The portion of the device that broke was outside the body at the time of the break. There were no patient complications. The procedure was completed with the deployment of a 2.50x12mm taxus express2 drug eluting stent. Patient status is reported as "good".